Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to customer. Customer's blood glucose level was 154 mg/dl.